Manufacturer narrative:
A device was returned to a third-party service center/manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The device was scrapped. In the previously submitted report, conclusion code grid was incorrect in section h6, which has been corrected in this follow-up report. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
A device was returned to a third party service center/manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.